Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for routine follow up, the device was unable to sense or pace. X-ray showed dislodgement of the rv lead. The lead was explanted and replaced. The device remains implanted. Patient was stable at the time of the event and no patient adverse consequences were reported.